Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) exhibited a long charge time in middle of life. A health care professional (hcp) inquired about advisory status and requested a longevity calculation. Boston scientific technical services (ts) provided an estimated longevity calculation and discussed charge times. Ts suggested three month follow up appointments. Subsequently, the device was explanted and replaced six months later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the exhibited premature battery depletion due to low-voltage capacitor degradation, which resulted in a high current condition. This device is included in the (B)(6), 2007 shortened replacement window advisory population.